Event description:
A health care professional reported that during cataract and intraocular lens (iol) implantation procedures performed on the same day, two defective lenses of the same model and diopter were identified. Of the two, one lens was found to be contaminated and was subsequently discarded. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. One haptic was scraped against a post of the lens case. The lens case opened and closed securely; however, one locking arms had pressure marks on the top. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The lens was returned positioned incorrectly in the lens case. One haptic was scraped against a post of the lens case. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The lens case opened and closed securely; however, one locking arms had pressure marks on the top. Once a product leaves the manufacturing site, mishandling or accidental downward pressure applied to the carton's exterior could impact the product during transport or during shipment. If accidental mishandling occurs beyond manufacturing during shipping of the product, including placing external force onto one side of lens carton, this can result in a pinching of one side of the lens case. This shipping mishandling can create a stretch to the locking arm of the lens case, allowing a temporary gap. The gap may allow the lens to shift inside the lens case. The lens will then be misaligned inside the lens case which can cause damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.